Manufacturer narrative:
The implant date is unknown as the patient was implanted in poland. A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. Troubleshooting has been unable to resolve the issue. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue.